Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional lower extremity angiogram. Reportedly, the exchange sheath was clicked into the hub. Thumb advancer was advanced to split the sheath; however, the exchange sheath came off. The sheath sheared. The clip was not deployed. The safety function was activated; however, did not release the vessel locator wings. There was no resistance removing the device and no vessel damage noted. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported sheath split issue and connection issue were confirmed. The mechanical jam was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.